Event description:
It was reported that the patient had an infection of the defibrillation system. Approximately a month prior to explant, the patient developed some erythema in the pocket and discharge. The patient presented to the clinic with evidence of infection with the device visible through a defect in the skin. The left ventricular lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.